Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. Especially the records related to the collagen casting and the collagen-based film results were found within specifications. The visual examination of the returned sample shows that the sample was returned in its original packaging (except instructions for use (IFU). The sample was found contaminated by blood. The textile knitting pattern, the mesh dimension, the sewing, the expanders and the removable handles were found as expected. The collagen was found dry and folded. The collagen was partially detached around the mesh and on the textile. No folder was found on the mesh. The reported condition was confirmed. It should be noted that the mesh has been hydrated in its tray. The product IFU which accompanies each device states in chapter ¿operating steps ¿ positioning¿ that ¿ 2. Parietex¿ composite ventral patch must be hydrated in its original blister before being handled. This is carried out by immersing it completely in sterile saline solution for several seconds in order for it to recover its conformability and flexibility.¿ based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during umbilical hernia repair procedure, before using the device, the protective collagen film detached when it came in touch with water, when making the ventral wet. They then used another device to resolve the issue in order to complete the case. There was no patient injury.